Event description:
Subsequent to the initially filed eumir report, the following information was received: it was reported that this was an arteriotomy closure of the calcified right common femoral artery using five prostyle devices after a percutaneous coronary interventional procedure using an 8f sheath. The reported "sutures did not release" is referring to no suture being present when the plunger of the five prostyle devices was removed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using five prostyle devices after a percutaneous coronary interventional procedure using an 8f sheath. Reportedly, no suture was present when the plunger of the five prostyle devices was removed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.